Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a connection drop between a dexcom g7 continuous glucose monitor (cgm) and the ilet pump overnight, which triggered a cgm disconnected alert on the pump indicating insulin dosing would stop after a set grace period; the cgm was paired to both the user¿s phone and the pump. No adverse clinical symptoms reported. Outcomes included no interruption requiring medical intervention. User support included remote troubleshooting and user education on connectivity, including closing the dexcom mobile app to prevent it from overriding the pump connection. Investigation of this case revealed that concurrent pairing of the cgm to a smartphone and the pump can prioritize the phone connection, leading to loss of pump-cgm communication without pump malfunction, consistent with a connectivity interference issue affecting the pump¿s cgm communication component. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity competition, with device function otherwise normal.